Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: did the needle fall into the patient? If yes, was the needle piece removed from the patient during the same procedure? Were x-rays taken to locate the needle? The broken part of the needle removed out from the patient at the same time without taking any help of x-ray. Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? Moreover no injury or tissue trauma happened to the patient. The patient is fit and well. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Related events captured via: 2210968-2023-00542.

Event description:
It was reported that a patient underwent a tympanoplasty procedure on (B)(6) 2023 and suture was used. After taking 3 or 4 bites, the needle broke from the middle. There were no adverse patient consequences reported. Additional information has been requested.